Event description:
It was reported that the patient died (B)(6) 2007. It was noted the patient had cancer of the breast and had an implantable infusion device with the medication morphine, for the treatment of malignant pain. It was noted that the pump was explanted in 2007 after the patient died, and left running dry until 2013. There were no device issues, nor any patient symptoms reported. The physician indicated he did not know the cause of death, but "knew" it was not related to the device. He had no further information to provide.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4). Final device analysis of the infusion pump revealed the following: the pump passed all non-destructive lab testing. There was no complaint against the pump. There was a motor stall and recovery in the logs. During destructive analysis the technician found significant residue in the pinion and on the lower shaft of gear 2. And also found some residue on the jewel where the lower shaft of gear 2 inserts into the bottom bridge assembly. See photos regarding this analysis summary. Final device analysis of the catheter revealed the following: there were no significant anomalies found. The catheter was incomplete and returned in segments.